Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer. The customer did not report or reset the pump in the last 24 hours, so technical support provided pump reset information and assisted the customer in resetting the device.